Event description:
The customer observed falsely decreased architect tsh result for one patient when compared to another platforms. The following data was provided: sid (B)(6) architect tsh result = 2.393 miu/l 27nov2023 roche tsh result = 32.30, ft4 result = 19.6 30nov2023 tosoh tsh result = 13.353 uiu/ml patient¿s previous results (one year prior): architect results = normal (no specific data provided) roche/beckman/siemens results: tsh was high, free t3 and free t4 were normal no impact to patient management was reported.

Manufacturer narrative:
Section d4 - lot # was updated from unknown to 55171ud00. The complaint investigation for falsely decreased architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 55171ud00 and complaint issue. The overall performance of the architect tsh reagent was reviewed using field data from customers worldwide. The median population result for lot 55171ud00 is within established limits, indicating that the lot is performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect tsh reagent, lot number 55171ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh result for one patient when compared to another platforms. The following data was provided: sid 7035 architect tsh result = 2.393 miu/l. 27nov2023 roche tsh result = 32.30, ft4 result = 19.6. 30nov2023 tosoh tsh result = 13.353 uiu/ml. Patient¿s previous results (one year prior): architect results = normal (no specific data provided) roche/beckman/siemens results: tsh was high, free t3 and free t4 were normal no impact to patient management was reported.